Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2025 . The event occurred within three hours after insertion. The insertion site was abdomen. The infusion set was in use for 6-7 hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.